Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the site's dell handheld computer would freeze following interrogations. Troubleshooting did not resolve the event. The product was returned to the cyberonics and is pending analysis.